Manufacturer narrative:
Per the clinic, the connect to attract conversion was performed under a general anaesthetic. This report is submitted on march 31, 2020.

Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the surgeon, the patient had a baha connect to attract conversion on (B)(6) 2020. The reason for the conversion is unknown.